Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin delivery.